Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, carrier tube, guidewire, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned not mated and with a kink at the blood inlet hole of the sheath. The sample was returned for evaluation, and kink was noted at the blood inlet hole of the hemostasis sheath. As a result, the complaint can be confirmed for a kinked hemostasis sheath. The exact root cause could not be determined. The likely cause was determined to have been damage sustained by the sheath due to handling during sheath and locator assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E1: address: vile parle west. E3: occupation: cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the distal end of angio-seal sheath was pinched due to which the delivery system could not be advanced therefore the angio-seal could not be deployed. The estimated blood loss was less than 250cc. Type of procedure performed was a percutaneous coronary intervention (pci). Additional information was received on 09oct2025: the sheath was kinked/pinched in the packaging itself. The angio-seal sheath was not damaged by attempting insertion of the patient. Hemostasis was achieved by manual compression. The patient was stable.